Manufacturer narrative:
Product support tested cardiac lots w48663 and w49106 on positive control, calibrator h and two normal whole blood (edta) donor samples. Observations were made for ck-mb and tni recovery. No significant variation was observed between device lots with any samples. Results for w48663: whole blood sample 2: one error code was observed; one data point for tni was at 0.07 ng/ml, all others were <0.05 ng/ml. Ck-mb values ranged from <1.0 to 2.1 (n=8). Whole blood sample 1: all tni values were <0.05 ng/ml (n=3); ck-mb values ranged from 1.1 to 1.4 (n=3). All data points for tni and ck-mb with calibrator h, on both device lots, were within the mfg 2sd range, 105% and 95%, respectively. Results for w49106: whole blood sample 1: all data points for tni were 0.05ng/ml (n=3); all data points for ck-mb were <1.0 ng/ml (n=3). Whole blood sample 2: all tni values were <0.05ng/ml (n=3); ck-mb values ranged from 1.1 to 2.1 (n=3). All data points for tni and ck-mb with calibrator h were within the mfg 2sd range, 105% and 95, respectively. No samples were returned for testing. Product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factors that may have affected analyte recovery. The customer's data was based on limited replicates with limited samples. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results when correlating troponin (tni) values between old lot and new lot on the triage cardiac panel for one pt. Test devices are equilibrated to room temperature for 15 to 30 minutes. Lab temperature is comfortable and testing was done side by side.